Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closer ak) device after an interventional procedure. A baseline femoral artery angiogram was performed and revealed the arterial access was in the common femoral artery. It was reported the device was inserted without difficulty. The foot of the device was deployed and then the needles were deployed. Upon pulling out the plunger, the suture broke at the link. The lever was returend to the parked position, flush with the handle of the device. The physician reported that "some resistance" was met during the removal. Upon examination of the device after removal, it was noted that the foot of the device was not flush with the housing even though the lever was flush with the handle. A small amount of "tissue or blood clot" was caught in the foot area. The physician reported that the arteriotomy was "slightly enlarged" during the removal. A second perclose a-t (the closer ak) device was then inserted over a guide wire and it failed to capture the sutures. Angioseal was placed and successful closure was achieved. There was no report of an adverse patient event.